Event description:
It was reported that a malfunction occurred on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was instructed to use multiple daily injections (mdi) as a backup therapy. Technical support arranged to send a replacement pump, and the customer was guided through the process of returning the malfunctioning pump.